Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the common bile duct on an unknown date. According to the complainant, during the procedure, the image of the spyscope ds ii was intermittently getting fuzzy and then showing all black screen. Reportedly, wiggling the input connection did not solve the issue. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good..

Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. H6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. H10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover had finish damage. The front panel screen print was worn off and the bumper was damaged. A functional evaluation noted that the non-ducted cooling fan was intermittently working causing the unit to shut down. The 60mm cooling fan, front panel and keypad, top cover and cover gasket, and 2 gap pads were replaced. The light engine was disassembled. The catheter interface contacts and connector socket assembly were cleaned. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. Upon analysis, the top cover had finish damage. The front panel screen print was worn off and the bumper was damaged. The non-ducted cooling fan was intermittently working causing the unit to shut down, the catheter interface contacts and connector socket assembly were cleaned and passed all tests performed. Although the number of procedures/recycles of the unit are unknown, handling during use and reprocessing over time likely contributed to the event. Based on all gathered information, the most probable root cause of this complaint is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10/26/2020. (B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the common bile duct on an unknown date. According to the complainant, during the procedure, the image of the spyscope ds ii was intermittently getting fuzzy and then showing all black screen. Reportedly, wiggling the input connection did not solve the issue. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good..